Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. After successful dissection of lower leg and thigh and harvest of lower leg. Pa was going to harvest the thigh. When he inserted the btt port in the incision blood was present, he decided to use a suction catheter to remove the blood. In the process he disrupted the endo tunnel wall causing the tissue to obstruct the lumen of the tunnel. This prevented the complete insertion of the harvesting cannula. The equipment was functioning properly. Because he was a new user to the maquet system he was hesitant to push the cannula through the obstructed tissue to gain access to the tunnel. He opted to use his current evh system, sorrin to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. After successful dissection of lower leg and thigh and harvest of lower leg. Pa was going to harvest the thigh. When he inserted the btt port in the incision blood was present, he decided to use a suction catheter to remove the blood. In the process he disrupted the endo tunnel wall causing the tissue to obstruct the lumen of the tunnel. This prevented the complete insertion of the harvesting cannula. The equipment was functioning properly. Because he was a new user to the maquet system he was hesitant to push the cannula through the obstructed tissue to gain access to the tunnel. He opted to use his current evh system, sorrin to complete the case. The hospital did not report any patient effects.